Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the segment steel braid steel braid piercing. Based on the result, we concluded that it was caused due to the excessive force applied on the segment steel braid. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel leak, and the insertion flexible tube (ift) bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.